Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implantation utilizing a 9f amplatzer talisman delivery system during implantation, both discs deformed into a bulging shape preventing successful closure of the pfo. The device was removed and a replacement non-abbott occluder was used to complete the procedure. There was no interaction with cardiac structures and no angulation or kink in the delivery system. There were no patient consequences. There was a delay that resulted in no patient effects. The patient reported to be hemodynamically stable throughout the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.